Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed, and the alarm history revealed several error alarms.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.